Event description:
Hospitalized for low blood glucoses due to over infusion of insulin. It was informed that the customer went bowling and when they looked at the pump noticed that the reservoir was empited. It was indicated that the pump might have been burned during the bowling and there was a visible crack on it. Later family member called for advice on what to do. Advised the contact to discontinue the use of the pump and remain on back up plan of manual injections.